Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported recurrent mr was a cascading event of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgition (mr) grade 4. One ntw mitraclip (lot: 31108r1046) was implanted a2p2 center successfully. To further reduce mr, a second nt mitraclip (lot: 31026r1082) was attempted to be implanted. When the nt clip grasped the valve mr worsened, so the clip was removed. There was no tissue or chordal damage. The procedure ended with mr reduced to grade 2. The following day 09 april 2024, the ntw mitraclip (lot: 31108r1046) was observed to be detached from the anterior leaflet (single leaflet device attachment (slda)) on transesophageal echocardiogram (tee). Mr was recurrent grade severe. On (B)(6) 2024, intervention was performed and an additional mitraclip was implanted for stabilization.